Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Analysis of system log file by fse does not show any errors related to system freeze. Fse observed the system for a week and the system was working as intended. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the allura system hanged during fluoroscopy. No harm has been reported to philips. Philips has started an investigation of this complaint.